Manufacturer narrative:
Multiple attempts have been made on 03may2024, 10may2024, and 24may2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60, indicating that the error, "the proximal pressure is not measured and pressure-related alarms are compromised" (diagnostic code 110b), had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the error, "the proximal pressure is not measured and pressure-related alarms are compromised" (diagnostic code 110b), had occurred. It was also reported that the flow sensor assembly had been recently replaced. The remote service engineer (rse) advised the customer to then check the pin alignment from the autozero solenoid to the data acquisition (da) printed circuit board assembly (pcba).